Event description:
Info received indicates a nurse call cannot be placed from the bed.

Manufacturer narrative:
The technician found two broken pins on the nurse communications cable. He replaced the cable to repair the bed.